Event description:
Caller reported an error with their continuous glucose monitor, specifically identifying a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, and the caller planned to perform the reset and follow up if the issue continued.